Event description:
Customer initially reports they were using hunter to grab tissue to reduce hernia. Hunter worked fine at first but then broke apart. Small piece of hunter was in pt and had to be retrieved. On (B)(6) 2015, customer reports no harm done. No x-ray - they retrieved all the pieces.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.